Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose readings between 280 mg/dl and 300 mg/dl due to not entering carbohydrates when giving insulin. Voicemails were left for customer to call back with further information. Customer called back and gave dates of high and low blood glucose. Customer had high blood glucose of 474 mg/dl, 539 mg/dl and 500 mg/dl on (B)(6) 2016 which was treated with bolus delivery. Customer had low blood glucose of 39 mg/dl on (B)(6) 2016 and treated with juice. Customer declined troubleshooting due to wanting to speak with diabetic educator first.